Manufacturer narrative:
Results: wash station assembly. (B)(4).

Event description:
The customer reported a leak from the wash tower on the closed tube aliquotter (cta) of a unicel dxc 600i synchron access clinical system. The customer indicated that the leak was contained within the instrument and there was no report of exposure or injury. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) observed a buildup of wash buffer on the active wash station assembly. The fse replaced the wash station assembly and repair was verified per established procedures. Failure mode was determined to be the wash station assembly and issue was resolved following service.